Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete information.

Event description:
It was reported that the patient's ipg was explanted on 31jul2024; the reason for explant was not provided.